Event description:
As reported, the 6x24 palmaz blue on aviator balloon expandable stent shifted. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6x24 palmaz blue on aviator balloon expandable stent shifted. The stent shifted during preparation, prior to use. The damage was identified before inserting into the patient. The stent was noted to be dislodged. The case was completed using a stent from another company. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The sds was prepped as instructed, without any difficulty. No manipulation occurred during preparation. Upon inspection, the stent was not properly mounted on the system. A 6f sheath was used, and the balloon was neither inflated nor partially inflated prior to insertion. Negative pressure was not applied to the sds, and the inflation device remained in the neutral position. The intended procedure was for renal artery stenosis with a target vessel diameter of 5 mm. The lesion was non-calcified, non-tortuous, and had 55% stenosis. The device was not going to be used for a chronic total occlusion (cto). The stent was appropriately oversized, being 1¿2 mm larger than the vessel diameter. The catheter was never in an acute bend. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 6x24/142p pkg¿ was received coiled inside a clear plastic bag. The device was removed from its packaging for evaluation. Upon inspection, the following conditions were observed: the balloon was not inflated, and the stent was dislodged. The stent was contained within a plastic holder and exhibited deformation. No additional abnormalities were noted. The balloon and stent were examined using a vision system to obtain magnified images. Impressions from the stent struts were visible on the balloon surface, indicating that the device had undergone the stent crimping process. The stent struts showed no evidence of damage; however, the stent itself was deformed. A product history record (phr) review of lot 82317144 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent offset/out of position¿ was observed as the device was received with the "stent dislodged¿ from the stent delivery system. Visual inspection revealed stent strut impressions on the balloon surface, consistent with proper crimping during the manufacturing process, indicating that the stent was initially mounted correctly. The stent struts exhibited no evidence of damage; however, the stent was deformed. These findings were likely due to post-use handling or shipping conditions, as the device was returned to the decontamination laboratory coiled in a plastic bag with the loose stent inside the bag. Based on the information available, including the reported conditions during preparation and the device evaluation findings, the exact cause of the stent dislodgment cannot be conclusively determined. However, it is possible that handling during preparation or removal of the device from the tray contributed to the observed stent displacement. No manufacturing or material nonconformities were identified. Listed in the instructions for use, although not intended to mitigate risk but is recommended to be followed, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter. Note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi).¿ there is no evidence from the information provided and the product history review that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6x24 palmaz blue on aviator balloon expandable stent shifted. The stent shifted during preparation, prior to use. The damage was identified before insertion into the patient. The stent was noted to be dislodged. The case was completed using a stent from another company. The there was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The sds was prepped as instructed, without any difficulty. No manipulation occurred during preparation. Upon inspection, the stent was not properly mounted on the system. A 6f sheath was used, and the balloon was neither inflated nor partially inflated prior to insertion. Negative pressure was not applied to the sds, and the inflation device remained in the neutral position. The intended procedure was for renal artery stenosis with a target vessel diameter of 5 mm. The lesion was non-calcified, non-tortuous, and had 55% stenosis. The device was not going to be used for a chronic total occlusion (cto). The stent was appropriately oversized, being 1¿2 mm larger than the vessel diameter. The catheter was never in an acute bend. The device will be returned for evaluation.

Event description:
As reported, the 6x24 palmaz blue on aviator balloon expandable stent shifted. The stent shifted during preparation, prior to use. The damage was identified before insertion into the patient. The case was completed using a stent from another company. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The sds was prepped as instructed, without any difficulty. No manipulation occurred during preparation. Upon inspection, the stent was not properly mounted on the system. A 6f sheath was used, and the balloon was neither inflated nor partially inflated prior to insertion. Negative pressure was not applied to the sds, and the inflation device remained in the neutral position during advancement and withdrawal. There was no resistance or friction while inserting the balloon through either the rotating hemostatic valve or the guide catheter. The intended procedure was for renal artery stenosis with a target vessel diameter of 5 mm. The lesion was non-calcified, non-tortuous, and had 55% stenosis. The device was not used for a chronic total occlusion. The stent was appropriately oversized, being 1¿2 mm larger than the vessel diameter. No difficulty or unusual force was encountered during advancement or lesion crossing, and the catheter was not in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.